Event description:
It was reported that the device had metal shavings during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Corrected data: d9, h3.

Manufacturer narrative:
Full UDI is not available due to unknown serial number.

Event description:
It was reported that the device had metal shavings during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.